Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the printer not printing. A field service engineer confirmed with the customer that the device was accessed remotely and repaired. A field service engineer also confirmed with the customer that the labels and information sheets printed successfully. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis cii safe system the label printer zebra zd 411 was not printing labels. The customer stated that this was a recurrent issue with this printer and the printer was restarted still not resolved. The customer stated that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.